Event description:
During a stent deployment procedure to the right external iliac vein, the stent of the smart control prematurely deployed, in the inaccurate position, towards the inferior vena cava; therefore, the physician tried to perform a post-dilation to hold and completely deploy the stent in that position; however, the stent migrated into the left atrium. The male patient was emergently transported and the stent was completely retrieved by performing a surgical operation. The vessel was approached ipsilateral retrogade. The vessel contained no calcification, mild tortuosity, and 50% stenosis. The lesion was 4cm in length. The lesion wsa pre-dilated with a powerflex extreme (8x40mm). The product (smart control) was advanced to the lesion over the guidewire (radifocus/terumo) through the sheath introducer (medikit). There were no damages noted to the product out of the product. There were no anomalies during prepping. Films are not available. The present patient condition is in unknown. The product will be returned.

Manufacturer narrative:
This product is available; however, this product has not been received for analysis. Additional information will be provided within 30 days of receipt.